Event description:
Pt had surgery on 8/14/97 abdominal laparoscopy with btl. Has had discomfort since then, x-ray done & foreign body identified. Diagnostic surgery on 11/17/97 found the tip of the suction irrigation probe in the abdomen.